Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the small circle on the back of the filter. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the small circle on the back of the filter was confirmed. Visual inspection underneath magnification observed that there was a slight tear in the membrane of the filter at the location of the filter vent closest to the filter¿s outtake section. Functional and pressure testing confirmed the leak source at the filter vent. The root cause of the damage to the membrane is unknown.